Event description:
New information received indicated that programming changes were made to the device. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited far p wave oversensing. No intervention or patient symptoms were reported.